Manufacturer narrative:
A ge oec service rep investigated and could not duplicate the malfunction noted during a physicist system testing. A debug monitor was attatched and no errors were appreciated. The error log did not display any anomalies. After repeated testing, the system continued to function as intended, without error. The system was released to the customer for use. This reported issue occurred during system testing and did not involve and pt contact.

Event description:
The ge oec 9800 fluoroscopy system had reported intermittent boot issue while undergoing physicist testing.